Manufacturer narrative:
H3, h6) the product ID: bi71000221, lot number: s1722kcq rev. H, was returned to the manufacturer for analysis and the reported complaint of "drive wheels failed to turn after extended travel time" was confirmed. The printed circuit board assembly (pcba) was motion control was installed into a test imaging system. The system initialized. Motion, generator, communication and charging readied. Test point tp8 and tp23 failed. There was no power. Previously reported codes b01 and d02 are applicable as well as newly reported code, c02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the drive wheels failed to turn after extended travel time. During a long drive from one end of the hospital to another for a rarely used theatre. The drive wheels stopped responding to commands. At the time, it was estimated that the system had been underpowered drive continuously for up to 4 minutes. Troubleshooting was performed and over the phone it was confirmed that the dmc board was likely damaged due to thermal stress. It was further noted that  the failure occurred on a ramp where the load on the dmc would be at its greatest. The system was being moved for a case the following day and repaired before case scheduled with no delay to case. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID:  bi71000221, (lot/batch #: unknown) h3) the manufacturer representative went to the site to test the imaging system. They replaced dmc drive board medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.